Event description:
Issue with a terumo tr band. Tried 3 different products, as it wasn't inflating. Terumo tr band ref # trb24-reg. Lot#0000326994 exp 9.1.2025 radial bands failed to remain inflated x 3. Pt developed a small hematoma due to product failure. Only occurring with the reg "size". Reference reports: #mw5119897, #mw5119899.